Event description:
Follow-up information was received on 14-jun-2019: the treating physician reported that the corrective treatment included sildenafil, valaciclovir, antibiotic (not specified), aspirin protect, and hot fomentations at the application site. Additionally, it was reported that the event resolved on (B)(6) 2019, after approximately 15 days. At the time of this report, the patient was 100% recovered without sequelae, and therefore the outcome of the event was changed from resolving to resolved. In the opinion of the reporter, the event was not permanent, not life-threatening and related to radiesse.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis, was deemed to meet the serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot 100114807 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) female patient. She was injected subdermal with radiesse into the nasogenian grooves as an aesthetic treatment for the reduction of the nasolabial folds, on (B)(6) 2019. The batch number was reported as 100114807 (expiry date 11/2020). A lot search was conducted on the reported lot and no cases were noted. The patient smoked a pack a day and her medical history included hypothyroidism. Past medical history included hysterectomy 3 years ago, a natural childbirth, and 2 caesarean sections. Concomitant medication included euthyrox. On (B)(6) 2019, on the same day after the treatment with radiesse, the patient experienced necrosis in the nasogenian groove. The outcome of the event was reported as resolving. The treating physician reported the event as serious.